Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The battery was sent to the supplier for further analysis, however the root cause of the premature depletion was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardiac monitor (icm) that would not interrogate at a follow-up in clinic. No intervention was performed and the icm remained implanted. The patient was in stable condition.

Event description:
New information noted that the implantable cardiac monitor was explanted. Patient was stable post procedure.